Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient presented for a transcatheter aortic valve replacement (tavr) and has a history of three valve replacements, more recently a ross procedure. The anesthesiologist said because of the nature of the ross procedure, aortic annulus were wide and tavr valve was not gripping. They had to deploy three and decided to abort and perform an aortic valve replacement (avr) on bypass. The patient had severe aortic insufficiency (ai) and had femoral-femoral cannulation for bypass. The impella cp was inserted to help with severe ai and to unload the left ventricle (lv) while on bypass until time for a new aortic valve to be placed. Suction alarms would not resolve despite going down on p-level. Transesophageal echocardiogram showed the impella in good position, however, tavr valves had collapsed into the lv. The impella cp was pulled into the descending aorta on surgical mode and tavr valves were removed and avr was performed. The patient's outcome was stable and the removal of the impella was a planned removal.

Manufacturer narrative:
Corrected information has been provided in d4 (serial). Low or blocked pump flow: the cause of low or blocked pump flow was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
D4 primary UDI number was revised.